Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single site fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and the rocker arm cover was found to be missing at the proximal end in the housing. The missing rocker arm component caused the push rod to become dislodged, which affected the grip's ability to open and close properly. The complaint regarding broken cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.